Manufacturer narrative:
This event is no longer reportable since information was received that the helix got straighten out, this observation is unlikely to lead to serious injury should it reoccur.

Event description:
It was reported that during a left bundle branch implant attempt this lead was an attempted implant as the helix got straighten out. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.